Event description:
The user facility reported to olympus that during preparation for use, the visera elite ii video system center had no picture and the display was black. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation at this time. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation results. The device was returned to olympus for evaluation, and the reported issue was not able to be duplicated and was not confirmed. The following non-reportable malfunctions were also found during device inspection: error code 310 and internal memory card malfunction cannot capture endoscopic images. Both issues are caused by a circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it is likely that no image was caused by the failure of the printed circuit board. Olympus will continue to monitor field performance for this device.